Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that they thought their internal battery had run out because today they started feeling signals that they normally didn't feel. Patient inquired if this was a feature that was built into the system to notify patients that the implanted battery was getting low. The patient stated they turned the battery off and the control screen told them that the battery was low. Patient stated they were told it was a 7 year battery and they thought it had been almost 10 years since they received. Patient services asked the patient to clarify what they meant by signal and the patient stated that normally they would set the signal up to the strength they could feel it and then bring it down as it was an unpleasant feeling and that after all these years, just today, 45 minutes ago, they felt a very brief tingle and they knew it was the transmitter because the tingle was in the right place and that they knew what it felt like and after about 5-10 minutes, it tingled again and then it started doing it quicker and finally it was tingling. Patient confirmed it was not strong enough to hurt but it was something to get their attention. Reviewed device information and stim longevity information and explained that when patients receive the low ins battery message, then they will receive that each time they connect and that from that point going forwards the battery is continuously and steadily depleting. The patient was redirected to notify their managing health care provider of the low ins battery message and discuss next steps. Reviewed current device options with patient.